Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the shoulder pack with unknown serial number was returned for evaluation. Analysis revealed a tear on the shoulder strap. As a result, the reported event was confirmed. The most likely root cause for the reported event can be attributed, but not limited to wear and/or improper handling of the pack. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s shoulder pack was ¿coming apart¿. The shoulder pack was exchanged. No patient complications have been reported as a result of this event.